Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer reported needle only dispenses partial insulin in to the skin during the injection. It happened with 1/3rd of the box, sample discarded. Consumer uses new pen needle each time of her injection, rotates the injection site, visually tests the needle to see if it is straight, she firmly attaches the pen needle on to the pen. She does not do the priming."

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that a needle clog occurred with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer reported needle only dispenses partial insulin in to the skin during the injection. It happened with 1/3rd of the box, sample discarded. Consumer uses new pen needle each time of her injection, rotates the injection site, visually tests the needle to see if it is straight, she firmly attaches the pen needle on to the pen. She does not do the priming."